Event description:
The account alleged the side rail is not latching. No injury reported.

Manufacturer narrative:
The tech found the side rail center arm was broken. The tech replaced the side rail center arm assembly to resolve the issue.